Event description:
According to the initial reporter, during final run image of sma was not clear. Physician felt in best interest to place a stent in sma prophylactic. Imaging still wasn't great. Physician stated patient having colon issue that may be related during a follow up visit.